Event description:
It was reported that the spectra concealable penile prosthesis (spp) was removed due to patient dissatisfaction. The patient wanted to replace the malleable device with an inflatable penile prosthesis (ipp). An ams700 18 cm cx device and 100ml reservoir were implanted.